Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui)printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.